Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test note: manufacturer contacted customer in a follow-up call on 02-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they are satisfied with replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 215, 169, 206, 146 and 187mg/dl. The customers expected fasting blood glucose test result range is 90-130mg/dl and evening fasting blood glucose test result range is 90-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 170mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 10/20/2022 and open vial date is 05/16/2021. The meter memory was reviewed for previous test result history (time not set):(B)(6).